Event description:
The suspected device results were 569, 312 and 534 mg/dl. The user called their doctor and was told to take more oral meds. They also went to the ER and their glucose was 136 mg/dl on their device. No treatment received. No controls were used. The device was replaced and requested to be returned for eval. The test strips in use had expired in 2003.